Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 displayed pressure fault error. This was discovered during use in a rotator cuff repair on (B)(6) 2022. The surgeon tried turning the machine on / off several times, pump tubing was changed and still the pump would not work. The case was completed by using a different ar-6480.